Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the hospital a month ago with diabetes ketoacidosis due to a stroke and he was treated with an insulin drip. The caller mentioned that the belt clip was broke. The blood glucose at time of admission was 120mg/dl. No further information was provided.